Manufacturer narrative:
The product was not returned. Qualified associated products were indicated. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that approximately 5-6 months following the lens implantation procedure, the patient reported "seeing the edge of the lens, glare, doubling of the image, halo effects in the evening, difficulties in reading - blurred text and difficulty adapting when changing lighting conditions." The patient was diagnosed with bacterial conjunctivitis, left eye at approximately 3 months post-op and was started on an anti-infective ophthalmic drop and an ocular lubricant. An antibiotic and an anti-depressant were also prescribed. Glasses were prescribed to facilitate neuroadaptation. This report is for the right eye.